Manufacturer narrative:
The reported event was unknown death. As received only the connector portion of the lead was returned in one piece. Electrical testing and visual analysis were normal and found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2022-06166 / 2017865-2022-06171 . It was reported that the patient has deceased on (B)(6) 2022. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.